Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noted that in section 'event description', the data reported was in error. The replacement lens was actually a model pcb00 lens, not the same model lens as was explanted. Device available for evaluation; returned to manufacturer on 08/15/2019. Device evaluation: the complaint was received on 08/15/2019 in a specimen container. The lens is cut in two pieces most probably related to the explant of the lens. The lens edges are smooth except for the lens cut area. Both haptics are complete, the haptic tips are properly polished. There was no lens problem reported by customer to confirm a complaint. Based on the product returned and information provided there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided date of event: unknown, not provided. Best estimate (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to blurry vision where the patient reported feeling uncomfortable. The lens was replaced with a same model, same diopter lens. The patient was reported doing good, no issues post-op. No further information was provided.